Event description:
The device was returned to the service center with a report from the customer contact of a shattered device touchscreen. This is not a reportable malfunction. However, during verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.